Event description:
It was reported that the lead exhibited high thresholds. An insulation anomaly was noted on the lead. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.